Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a venaseal closure system to treat the great saphenous vein (gsv) on (B)(6) 2019. No tumescent infiltration was used. Local anesthesia and hand compressions were used. The IFU was followed during preparation, procedure and post procedure. No deviations reported. The catheter tip was not 5cm caudal to the sapheno femoral junction (sfj) prior to delivery of adhesive. The procedure was completed without issue. Less than 1cc of glue was used to trear approximately 40cm of vein. The 72hour post procedure scan did not reveal any concern but on consultation with the doctor, patient complained of pain and a red track down the course of the treated vein. The patient was advised to take an nsaid, topical steroid and prescribed an antibiotic. The patients condition has not worsened but the redness is still present.